Event description:
It was reported that prior to the start of a da vinci-assisted liver wedge resection procedure, the customer indicated that the monitor on the vision side cart (vsc) was not working. At time the issue was identified, anesthesia had already been admitted to the patient; however, no incision ports had been placed. The customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) for assistance. The tse guided the caller to shut down the vsc, cycle the circuit breaker, and retry, but there was no difference. The tse then advised the caller to unplug and re-plug the power cable to the monitor on the back of the vsc, as well as four additional unspecified colored cables which were all properly connected. It was not possible to check the monitor side, as there were no appropriate tools available to open the monito. It was reported that the surgeon was likely going to proceed performing the case via open surgery as no other external monitors were available in the operating room (or). Isi confirmed with the customer that the patient was already under anesthesia and was about to enter the or when the issue was discovered. Additionally, it was confirmed that no ports had yet been placed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse identified that the vision side cart (vsc) breaker was shut off. The vsc monitor issue was resolved after the fse turned the breaker on. The fse then tested the system and verified that it was ready for use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
Updated fields: h2 and h11. Corrected data: the intuitive surgical, inc. (Isi) field service engineer (fse) started the system during and the monitor remained black. However, after a hard power cycle the monitor started working again. To avoid the issue in the future, the fse replaced the monitor. Isi has not received the product for failure analysis evaluation.

Event description:
Refer to h11 for follow-up information.